Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/22/2017 with the following findings: a review of the pump black box data indicated frequent low battery warnings. During a visual inspection of the pump, the battery compartment was observed to be cracked along the side. The battery cap secured properly to the pump, and a power loss was not observed. Current draws measured within specifications. The pump case was removed and no evidence of moisture ingress or loose components was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (battery life w/ damage) issue. It was reported that the battery compartment was cracked and there was a power issue in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.